Manufacturer narrative:
Device evaluated by MFR: fg promus premier us mr 3.00x38mm stent delivery system was returned for analysis with a guidewire and a guide catheter. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 345mm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. A 6f guide catheter was returned with the device. The guide catheter appeared to be damaged; the shaft appeared kinked. A guidewire was returned within the wire lumen of the device. The guidewire was stuck in the wire lumen and was extending out of the wire exchange port. The other end of the wire was within the lumen i.e. It was not seen extending from the tip. The shaft polymer extrusion and wire exchange port were examined for any damage or issues which may have been causing the wire to be stuck and no issues noted. The device was soaked in waterbath at 37degress for 24hours in an attempt to free the wire. Further attempts were made to remove the wire from the wire lumen, however it remained stuck. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the hypotube was broken and was not a stent damage as what was previously reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm promus premier" drug-eluting stent was advanced to treat the lesion. However, the stent broke during delivery. No patient complications were reported.

Manufacturer narrative:
Name prefix corrected from ms. To dr. Last name corrected (B)(6). Initial reporter phone corrected (B)(6). Occupation corrected from health professional to physician. (B)(4).

Event description:
It was further reported that the procedure was completed with another 3.00x38mm promus premier" drug-eluting stent and the patient's status was stable.